Event description:
It was reported that during the implant procedure there was placement difficulty due to helix. The implanting physician attempted to extend the helix, but found that the helix was already extended. The lead was removed and replaced. No patient complications have been reported as a result of this event.